Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the gap check tool broke during surgical use. The surgeon was performing the surgery without support of a sales rep. No parts or pieces of the device fell into the patient wound site. There was no surgical delay. Device to be returned.

Manufacturer narrative:
Section h10: (d4) lot number: 264002002, unique identifier (UDI) #: (B)(4). (H3) the broken instrument reported was likely the result of applying a bending moment to the device during resection gap verification, which led to crack initiation, propagation, and ultimate fracture of the mobile bearing gap check tool. Section h11: *the following sections have corrected information: (h1) type of reportable event: malfunction.